Event description:
It was reported that a spectrum iq pump alarmed constant downstream occlusion. The event occurred during an unspecified process step in the general patient ward. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, downstream occlusion was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration force sensor. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.